Event description:
The patient received more medication than intended. On an unspecified date, the pump was programmed to deliver in the continuous mode, morphine 1 mg/dl at a rate of 5mg/hr. After an unspecified length of time, the patient was reported to "appear sleepy" and the delivery rate was decreased to 1mg/hr. At an unspecified time, the rate was increased to 2mg/hr "to provide adequate pain relief." At an unspecified time during a routine assessment, the nurse noted that the patient's respirations were 8 breaths per minute. The patient's level of sedation was documented as "easy to arouse." The patient's previous respiratory rate was documented as 14 to 24 breaths per minute. The medication was stopped and the pump was removed from the patient, but remained at the patient's bedside for "several hours." When the medication bag was checked, 5ml remained in the container; however the customer's records indicated that 33.5ml should have been remaining. No medical interventions were required. There were no reported adverse patient sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
H10: testing and investigation could not confirm the reported event of an overdelivery. The device passed all testing including delivery accuracy. The pump history was printed at the manufacturing facility. The pump history indicates that at 1639, the pump was programmed in mg/hr to deliver in the continuous mode, with a 1.0mg/ml concentration, a rate of 5.0 mg/hr, a loading dose of 2.0 mg and container size of 100mg. At 1950, the pump was reprogrammed to deliver at a rate of 2.0mg/hr. At 2317, the pump was reprogrammed to deliver at a set rate of 1.0mg/hr. The pump was powered off at 2327 for 8 hours. The next day, at 0724, the pump was powered and the programmed was cleared. The pump was programmed in mg/hr to deliver in the continuous mode, with a 1.0mg/ml concentration, a rate of 1.0 mg/hr, a loading dose of 2.0mg and container size of 100mg. The next day, at 1717, the rate was increased to 2.0mg/hr. The following day, at 1037, the delivery was stopped and the pump was powered off at 1042. A review of the history indicated the pump delivered as programmed.